Manufacturer narrative:
The used device was received with original opened product packaging. The catalog and lot numbers were verified. Visual inspection found the l-hook to be detached from the device along the welding points. The welding on the electrode appears as if there was not adequate contact when welded, resulting in spattered welding spots. Also, the electrodes detachment by the welding point also indicates an insufficient weld. Although the complaint reported the device's shaft insulation came off, upon visual inspection it was noted that the detached component was the electrode tip shrink tubing, not any part from the shaft. When the l-hook became detached, it is likely that it led to the shrink tube to fall off. Further evaluation of the device's shaft found it to be damaged/deformed. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. For the l-hook detachment failure mode; a two-year review of complaint history revealed 22 similar complaints, 23 devices, within the past two years for this product family and failure mode combination. A lot history review was conducted there are no similar complaints for this lot number and failure mode. (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. For the insulation detachment failure mode; a two-year review of complaint history revealed 12 similar complaints, 13 devices, within the past two years for this product family and failure mode combination. A lot history review was conducted and there are no similar complaints for this lot number and failure mode. (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. Examine the device prior to use for damage. Do not use if damage is found. To avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of the user facility that during a laparoscopic sleeve gastrectomy, the 60-5274-132 l hook electrode felt loose when connected to the handle and consequently fell during the procedure. A scope was inserted to retrieve the l hook and piece of insulation that came off the device's shaft was noticed. Both parts were retrieved with laparoscopic forceps through an existing access port. The procedure was completed with an alternate l hook and no surgical delays. No patient injury reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.